Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal (essure)-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e(essure)-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("can't figure out why on some days I look 10 month pregnant"), pain ("also body pains"), alopecia ("half my hair on my head is gone"), hirsutism ("I have facial hair"), arthralgia ("hip pain") and frequent bowel movements ("extreme going every morning atleast 3 times have to go right after eating "). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pain, alopecia, hirsutism, arthralgia and frequent bowel movements outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, frequent bowel movements, hirsutism, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, abdominal distension, pain, alopecia, hirsutism, arthralgia, frequent bowl moments" amendment: the report was amended for the following reason: upon internal review it was found that case (B)(4) duplicate of this case (B)(4), events- "can't figure out why on some days I look 10 month pregnant,also body pains,half my hair on my head is gone, I have facial hair,hip pain,extreme going every morning atleast 3 times have to go right after eating", references, source document from case (B)(4) was transfer to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e(essure)-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("can't figure out why on some days I look 10 month pregnant"), pain ("also body pains"), alopecia ("half my hair on my head is gone"), hirsutism ("I have facial hair"), arthralgia ("hip pain") and frequent bowel movements ("extreme going every morning atleast 3 times have to go right after eating "). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pain, alopecia, hirsutism, arthralgia and frequent bowel movements outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, frequent bowel movements, hirsutism, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, abdominal distension, pain, alopecia, hirsutism, arthralgia, frequent bowl moments" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.